Manufacturer narrative:
An event regarding a damaged scorpio trial was reported. The event was confirmed. Examination of the returned device with material analysis engineer indicated that the device fractured due to an overload condition. Explantation damages are also observed. Not performed as patient factors did not contribute to the event. Device history review: all devices accepted into final stock conformed to specification. There have been no similar previous reported events. The investigation concluded that the device was fractured due to an overload condition. No manufacturing defects were identified.

Event description:
During tka surgery, the insert trial was broken when the surgeon was inserting it to the patient.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
During tka surgery, the insert trial was broken when the surgeon was inserting it to the patient.